Event description:
The coaxial needle should be 15cm, but is 10cm. No pt injury reported.

Manufacturer narrative:
A sample was not provided by the customer for further carefusion evaluation, however, the reported defect was confirmed during a finished good inventory inspection for the reported lot number within the carefusion distribution center. Immediate steps were taken to expeditiously quarantine all finished good inventory for the reported lot number within the carefusion distribution center. Additionally, a thorough health hazard evaluation (hhe) was completed and it was determined that a product recall for the reported lot number was warranted given the potential health risk of the reported defect. A voluntary product recall was initiated on (B)(4) 2010 (reference recall report number 9860904-06/25/10-r). Formal corrective/preventive action(CAPA) has been initiated. A total of two (2) product quality reports have been received to-date related to the reported defect and reported lot number. No pt injuries were reported.